Event description:
It was reported that a cartridge did not fit onto the pump. There was no adverse impact to the customer's blood glucose level. The customer replaced the cartridge and successfully completed the loading process to resume insulin delivery.